Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was observed that the helium indicator dropped at a rate much higher than expected. It was noted that after just one fill and minutes later, the helium indicator icon went from 1/4 full to almost completely empty. The iabp unit was swapped out and taken to the customer's biomed . No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that was dispatched to investigate. The fse evaluated the iabp unit and identified x4 depleting with the tank fully open, and secured in place at about 1 psi per 15 seconds. When closing helium tank, the fse noticed x4 would drop steadily down and high pressure regulator connections were secured in place. X5 would deplete at about 1 psi per 5-10 seconds, when in rescue mode, depleting the internal helium reservoir within minutes. Adjusting and verifying cv1 on fill manifold as well as helium line connection failed to address leak. The fse ordered the necessary parts then returned at a later date to replaced the helium reservoir assembly. After replacement, x4 and x5 leak tests passed without issue. The fse observed nothing unusual in the logs. The iabp was able to pass all the leak tests, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was observed that the helium indicator dropped at a rate much higher than expected. It was noted that after just one fill and minutes later, the helium indicator icon went from 1/4 full to almost completely empty. The iabp unit was swapped out, and taken to the customer's biomed . No patient harm, serious injury, or adverse event was reported.